Event description:
Complainant alleged that during the incoming inspection of the device, and upon the powering up of the device in monitor mode, no start up beeps were heard, and the word "error" appeared on the device screen. The device was then turned off/on and it functioned appropriately. The complainant indicated that there was no patient involvement in the reported malfunction.